Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged and there was evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 09/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2015 with the following findings: upon a visual inspection of the pump it was noted that the battery compartment was cracked below the bumper pad. No moisture was observed within the battery compartment, but a leak test was performed which confirmed the pump was leaking from this crack. The pump cover was removed and no evidence of internal moisture was present. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.